Event description:
A surgeon reported that following a glaucoma shunt filtration shunt placement, the patient was noted to have hypotony, a flat anterior chamber, a fibrin reaction, and a serous choroidal detachment during an examination at the one month postoperative visit. The surgeon treated the patient with a corticosteroid which was injected under the conjunctiva on two occasions. Although the surgeon treated the patient with a mydriatic/ cycloplegic medication, posterior synechia developed. Dialysis to treat the posterior synechia was performed. Additional information was received from the surgeon who reported that sutures were lysed on postoperative day two and day three. The patient was noted as recovering two months after implantation.

Manufacturer narrative:
No data regarding product identify was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No samples was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. (B)(4).